Manufacturer narrative:
Additional information: upon follow up it was reported the cause of the peritonitis event was due to ¿the solution bag¿. On an unknown date, the patient was hospitalized for two days for the peritonitis event and was discharged with an unspecified antibiotic prescription for 14 days. The patient was recovered from the peritonitis and remains on hemodialysis. As the cause of the peritonitis was associated with a drug product; the baxter disposable devices are no longer considered suspect products in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced several unspecified number of peritonitis episodes. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the events. At the time of this report, patient outcome was not reported. It was reported that the patient was switched to hemodialysis. No additional information is available.